Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow, down arrow and ok keypad buttons were undeer-responsive and the keypad was thinning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/04/2014-device evaluation: the pump has been returned and evaluated by product analysis on 05/30/2014 with the following results:a visual inspection of the pump showed that the keypad cover was worn and thinning. During testing, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. Evidence of contamination was found under all key contacts. Unrelated to the complaint, the battery compartment was cracked. The display screen was dim and discolored.